Event description:
Damaged threads on cup inserter.

Manufacturer narrative:
Examination of the returned device confirms the threadeds are damaged. A complaint database search on the provided product code found similar events which were attributed to misuse and heavy usage. Based on the overall condition of the impactor, the root cause is attributed to product wear out due to heavy usage secondary to misuse due to cross-threading of the threaded tip. Based on the root cause of misuse and product wear out due to heavy usage, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.